Event description:
It was reported difficulty was encountered deploying this biliary stent inside a previously placed stent in the femoral artery. The carrier system and stent were removed as a unit. It was indicated this resulted in bleeding at the insertion site. Hemostasis was achieved and the pt's condition is good. This device has been returned for eval. Therefore, no failure analysis is available. F/u attempts to obtain further details surrounding the circumstances of this event have been unsuccessful. This device was used in an non-indicated procedure, femoral artery stent placement, which may have contributed to this event. However, without further details about this event and without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms."